Event description:
It was reported that the patient "never" had therapeutic effect. The patient stated that since having the device she felt it was not "affecting her properly." The patient still had urgency to go to the bathroom and was using "a pack of pads a month." The patient tried making adjustments to her stimulation and she felt like she was being "electrocuted." The patient was assisted in switching groups from 3 (2.6 volts) to 4 (1.1 volts). The patient was to monitor her symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517592, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).